Event description:
Follow up information received that the patient underwent surgical intervention in which the system was attempted to be revised, but ultimately explanted. The ipg site has healed following surgery.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site has not fully healed. Due to this issue and lead migration (related manufacturer reference number: 1627487-2019-07566), the patient may undergo surgical intervention.